Event description:
It was reported that the patient underwent an unrelated procedure without placing the ipg into surgery mode. As such, the ipg did not communicate with external devices. Troubleshooting was unable to resolve the issue. In turn, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The report of ¿inoperable ipg¿ was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of surgical procedure the patient reported having prior to the device becoming inoperable.